Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that when the implant was removed and placed on the sterile field the manufacturer representative noticed an anomaly inside of the header of the implant. The most distal electrode in the header was discolored. The actions required as a result of the event was that a different product was used and the implantable neurostimulator (ins) was explanted and replaced. Diagnostic testing or troubleshooting was not performed and would be performed in the future. It was not known if this product caused any issues with the patient and the ins would be sent back for analysis. There was no alleged product issue against the lead and a new lead was placed instead of a lead revision and the old lead was explanted. Diagnostic testing of impedance testing of the lead was performed. The lead would not be returned as the customer discarded it. The ins would be in the mail on (B)(6) 2014. The patient was doing well post-operatively and had not have enough time to assess efficacy. It was not normal battery depletion and there was no patient death. It was unknown if there was patient injury and after the device was removed the patient recovered without sequelae.

Event description:
It was reported that the patient had stimulation in the wrong location of leg stimulation due to the lead. The action required as a result of the event was a lead revision that was not taken yet but was planned. The revision was scheduled for 2014-(B)(6). Explant of the lead was planned and the return status was unable to be determined. Diagnostic testing of impedance testing and reprogramming was performed. It was unknown if the product issue was resolved and it was unknown if the cause of the event was determined. The patient status at the time of the report was alive with no injury and the symptom associated with the event was less than 50 percent therapy relief. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0jdfs, implanted: 2014-(B)(6), product type lead. Product ID 3889-28, lot# va0jdfs, implanted: 2014-(B)(6), product type lead. Product ID 3037, (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.